Event description:
Pt developed pneumothorax, after chest drain removed. Pt was anesthetisized and a drain tube inserted to relieve the pneumothorax. Pt had no further complications.

Manufacturer narrative:
The site has 6 devices, it is not known which specific serial number was involved. The physicians stated that the devices functioned normally.